Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that there was a 4 hour internal battery life, however the requirement is 7-6 hours minimum. The unit had abnormal tone and volume. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the front speaker power on annunciation tone was found to be distorted. Tones from second (side speaker) are normal and annunciate clearly. Monitoring tones and alarm conditions are present in both speakers although slightly distorted through front speaker. The unit alarms audibly and visually as expected during finger sensor off, over limit condition. The front speaker was found to be defective.